Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd alaris smartsite low sorbing extension sets the safety clamp is not closing. The following information was provided by the initial reporter: "the white safety clamp is not closing and therefor on free flow no patient concern but a delay to the infusion as a new set had to be re-prime¿

Event description:
It was reported that 10 bd alaris smartsite low sorbing extension sets the safety clamp is not closing. The following information was provided by the initial reporter: "the white safety clamp is not closing and therefor on free flow no patient concern but a delay to the infusion as a new set had to be re-prime¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes , d.10. Returned to manufacturer on: 05-jul-2022. H.6. Investigation summary: one 20350e-0006 sample was received without packaging for investigation. The feedback provided by the customer indicates that it was not possible to close the pinch clamp, and therefore it was not possible to regulate the flow of fluid. A visual inspection of the returned sample confirmed the customer's experience, as initially it was not possible to close the pinch clamp component and it took several attempts before the pinch clamp could be closed. Furthermore, even after locking, the pinch clamp was slightly loose and could be slid along the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance; a review of the manufacturing process did not identify any potential manufacturing contributors which may have resulted in the customer's experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20350e-0006 product over the past 12 months. H3 other text : see h.10.